Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating there was no sound and a speaker malfunction error message is present. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
A philips remote service engineer (rse) assisted the customer who requested a replacement speaker. The rse ordered a replacement speaker assembly for the customer to resolve the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. (B)(6).